Event description:
Additional information was received regarding this event. Per the physician, elevated lead impedances were detected on routine interrogation in november 2019 of over 7000 ohms and over 8000 ohms. The physician elected to switch the device off in march 2021. The patient has remained seizure free, and has had no further follow up. No other relevant information has been received to date.

Event description:
A periodic programming history review of database was performed and was found that this patient's device showed high impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.